Event description:
It was reported that on (B)(6) 2021 at approximately 15:00, a patient went into ventricular tachycardia (vtach) which alarmed at the nurses' station surveillance, however, no alarm was heard at the cmu overview in the remote monitoring area in (B)(6). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2021 at approximately 15:00, a patient went into v-tach which alarmed at the nurses' station surveillance, however, no alarm was heard at the bedside or at the cmu overview in the remote monitoring area in (B)(6). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.